Event description:
The expiration date on the strip vial was smeared and she could not determine if the year was 2005 or 2006. Caller states that it looks as if she spilled water on the label. Manufacturer has the expiration date as 12/31/04. Requested return of suspect vial and replacement was sent.